Event description:
It was reported that when the physician attempted to insert the subject coil, it detached at the hand part of the microcathter (non stryker). The procedure was completed with other product without any issues. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the main coil was kinked and was detached from the delivery wire. Functional testing could not be performed due to the condition of the returned device. As per the additional information, the flush was intermittent which is against the device direction for use (dfu) for this product. The dfu states: warning: in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip microcatheter and guiding catheters, and the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil. Lack of continuous flush contributed to the reported and analysed defects. It is likely that the coil got stuck inside the microcatheter (due to no flush) and it then kinked and detached from the delivery wire while it was being retracted with force. Based on the available information and investigation results, an assignable cause of user error will be assigned to this investigation. The issue investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that when the physician attempted to insert the subject coil, it detached at the hand part of the microcatheter (non stryker). The procedure was completed with other product without any issues. There were no clinical consequences to the patient due to the reported event.